Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission revealed noise on the ventricular lead. The noise was reproducible and an x-ray indicated possible lead damage due to friction from an abandoned lead. No patient symptoms were reported and the patient would be monitored.